Event description:
It was reported that the customer received no delivery alarms on the insulin pump and had to change out the infusion set three times. Customer's blood glucose was 182 mg/dl. It was not possible to troubleshoot as the alarms had occurred in the past. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).